Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical (B)(4) service department onsite the reported problem was observed in the data file but not verified during testing. The battery connection assembly was replaced as a precaution. Review of the device activity log does show occurrences of device reset when the wifi profile was selected. The battery, battery lugs and eco was replaced. Analysis of reports of this type has not identified an increase in trend.